Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 5 mdrs filed for the same event (reference 1825034-2015-05142-1 / 2015-05143-1 / 2015-05144-1 / 2016-00256 / 2016-00257).

Event description:
It was reported by the patient's legal counsel that patient underwent an initial right hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013 due to allegations of pain and elevated cobalt ion levels. Patient was revised again on (B)(6) 2013 due to infection. During the procedure, all components were removed and spacers were implanted. On (B)(6) 2014, the spacers were removed and patient underwent re-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received reported that during the revision procedure on (B)(6) 2013, loosening of the cup, discolored joint fluid, hypertrophic synovial tissue, and deficiency in the anterior wall were noted. Patient underwent an irrigation and debridement procedure between (B)(6) 2013 and (B)(6) 2013. Additional information further reported that during the revision procedure on (B)(6) 2013, purulent fluid and denuded fatty tissue suggestive of long term and infected hematoma were noted. A trochanteric osteotomy was performed to remove the well fixed stem and a piece of medial calcar fractured during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under adverse effects, early and late infection are listed as reported events. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2015-05142 / 05143 / 05144).

Event description:
It was reported by the patient's legal counsel that patient underwent an initial right hip arthroplasty on an unknown date in 2007. Subsequently, patient was revised on (B)(6) 2013 due to allegations of pain and elevated cobalt ion levels. Patient was revised again on (B)(6) 2013 due to infection. During the procedure, all components were removed and spacers were implanted. On (B)(6) 2014, the spacers were removed and patient underwent re-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.